Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead insulation was breached on right atrial (ra) and right ventricular (rv) leads due to lead to can abrasion. The rv lead had exposed conductor near the proximal terminal pin. The ra lead exhibited noise. The inner conductor of rv lead appeared unbreached. The leads were explanted and replaced on (B)(6) 2017. Patient was stable.